Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not declare audible continuous glucose monitor (cgm) alerts. During troubleshooting with tandem technical support, review of pump history confirmed that the alerts had occurred. However, the customer did not feel that the alerts were occuring, as the customer did not hear them. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
.